Manufacturer narrative:
Additional information: b5 and b6 b5: upon follow up it was reported that antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm, route, frequency not reported) and fortum injection (1gm, route, frequency not reported) for peritonitis. Antibiotic treatments were ongoing. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.